Event description:
During a routine shift check by a clinician, the device was unable to charge, discharge or select energy settings via the attached defibrillator paddles. The malfunction was attributed to the device's multi-function cable.